Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the button on/off of the device got an issue. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, cable resistance value out of tolerance limits and keyboard was damaged. The motor, keyboard and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling of the device can be the most probable root causes of damaged keyboard. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, defective keyboard and motor cable would have caused the customer to experience the reported problem. This serialized device (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the on/off button on the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor on the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.